Manufacturer narrative:
Manufacturing site evaluation: samples received: 17 unopened (closed) racepacks. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. A total of (B)(4) units were manufactured and distributed. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detachment, needle detaches from thread while suturing.